Manufacturer narrative:
Product event summary- the device was returned, analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device fell out of patient without patient knowing. Patient came in for a follow up visit and the implantable cardiac monitor (icm) could not be interrogated or found in the pocket. X-rays were taken to locate the icm in the patient's chest however, it was not found. The icm was later found in the patient's couch a few weeks after initial implant. A different icm was implanted and remains in use. No patient complications have been reported as a result of this event.